Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a warning message appeared on the screen of the programmer during a device interrogation and was not able to be cleared. A power cycle failed to remedy the issue. A new stylus was attempted with the programmer, however it would not calibrate. The programmer is expected to be sent in for repair. No patient complications have been reported as a result of this event.